Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the cause for the cracked touchscreen was unknown. There was no patient involvement as the pump was not used for insulin therapy. Reportedly, the pump was still functional.